Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that the patient underwent a cervical and thoracic posterior fusion (c7-th2) for metastasis. In the surgery, symphony screw was used for posterior cervical and thoracic fixation at c7-th2 in cases of th1 metastasis or infection. However, since th1 was a biopsy, no screw insertion was performed. After inserting a symphony screw in question into c7 on the left side, the symphony screw in question and screwdriver could not be removed. The surgeon reversed the sleeve of the screwdriver only, but the symphony screw in question did not remove. The surgeon removed the symphony screw in question as it was because of the risk of back-out if he tried to force it out. The surgeon attempted to remove the symphony screw in question and screwdriver outside the surgical field but was unable to do so. Therefore, the surgeon used a different screwdriver and another symphony screw of the same size, but again the screwdriver and screw could not be removed. The surgeon confirmed that the screwdriver and screw settings were fine, but once again removed the screw as it was. So, the surgeon used the same size reduction can screw over the guidewire. The reduction can screw could be removed from the screwdriver without any problem. It took more than 30 minutes to replace the screw. The surgeon mentioned that there may have been some soft tissue snagging due to the intermuscular approach, but that it was problematic that the screw and the screwdriver could not be removed because of it. The surgery was completed successfully more than 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.